Event description:
The customer reported the live monitor is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monitor needed to be replaced. This MDR is related to ge healthcare.